Manufacturer narrative:
Product complaint # (B)(4). This report is for an unk, screws/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is expected to be returned for manufacturer review/ investigation but has yet to be received. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no conclusion could be drawn at the time of filing this report. The product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported an unknown date that the patient had wrist arthrodesis procedure performed by dr. (B)(6), at an earlier date. The patient had a follow-up with dr. (B)(6) and shared a follow-up x-ray where the plate experienced pull out in the metacarpal region with 1 broken screw. There was no patient consequence. No surgical delay. This complaint involves (1) device. This report is for (1) unknown, screw. This report is 3 of 4 for (B)(4).